Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to high blood glucose (bg) levels reaching above 500 mg/dl. The pod reportedly fell off from the infusion site (abdomen) while wearing the pod between 4 and 24 hours. At the hospital the patient placed on an intravenous therapy of fluids and was diagnosed with hyperglycemia and dehydration. The patient was released 4 hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided.